Event description:
It was reported that the unit displayed an e-1 error message. It was further reported that the bulb was changed but the problem continued.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.